Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur after the reset. The customer was informed that they could continue using the pump and was advised to call back if the issue happened again.